Manufacturer narrative:
The reported leak could not be confirmed. The device met specifications for occlusion and leak testing. No functional anomalies or leaks were noted when the catheter was connected to a tubing set primed with saline. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported leak remains unknown.

Event description:
During the procedure, saline was leaking between the tubing set and the catheter. The catheter was replaced and the procedure was completed with no adverse consequences onto the patient.